Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During index procedure, the physician implanted one endeavor sprint drug eluting stent in the lmca. It is reported that the patient experienced ischemia/mi (q-wave mi) approximately 43 months post index procedure. The following day, the patient was treated with one resolute integrity drug-eluting stent implanted to the lad. Investigator assessed that the event was not related to the study device. The patient was discharged.